Event description:
It was reported to vyaire medical that the that the unit had an unexpected shutdown while on a patient. Vent was swapped out. No patient harm reported.

Manufacturer narrative:
Vyaire medical file identification: com (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : on-site repair.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6, and h11. Results of investigation: the following information is derived from field service onsite repair under work order # (B)(4). It was confirmed the unit will not power up. Order was placed for parts. On (B)(6) 2024: the power supply and power rocker switch were replaced. The battery and ac power indicators are lit on front panel. Covers were reinstalled and ran verification. All tests passed the required criteria. The unit meets factory specs. Root cause failure: undetermined: a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time.